Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air detector on the pump was damaged. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal intact. There was no evidence of the error in the event history log. The customer reported problem was verified. The investigation found that the air detector was damaged; which was the cause of the reported problem. For corrective action, the air detector was replaced and software reloaded. The root cause of the reported problem was traced to the customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Additional information received on 29-jul-2022 via email and attached to complaint object: no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only. Event problem and evaluation codes: updates not required., correction: device manufacturing date: 09-may-2020.